Event description:
It was reported to boston scientific corporation that a autotome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation for the procedure, when opening the packaging the catheter was kinked at the end of the handle and the internal cutwire was bent inside the catheter. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a autotome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation for the procedure, when opening the packaging the catheter was kinked at the end of the handle and the internal cutwire was bent inside the catheter. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The exact event date is unknown but was reported to have occurred during the week of (B)(6) 2011. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the working length with cutting wire was bent/kinked distal to the guidewire introducer. The original opened package was also returned and did not show any signs of damage other than the normal signs of shipping/handling. During manufacturing, the sphincterotome devices are 100% inspected and the kinked working length with cutting wire is likely due to customer prep/handling. Therefore, the most probable root cause is handling damage. The device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch.